Manufacturer narrative:
Evaluation results: one cadd-solis vip pump with serial number (B)(4) was returned for investigation. The customer reported product problem was confirmed. The device failed to recognize the attached disposables. The defective dso was replaced. The device passed all functional tests after the replacement.

Event description:
It was reported that cadd-solis vip pump with serial number (B)(4) gave alarm 45169 indicating that the "alarm fallout latch won't toggle." The cadd-solis vip pump was replaced with an alternative pump. No patient injury or complications were reported in relation to this event.